Event description:
The customer reported the system would not come out of screen saver mode. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors. System operates as intended. (B) (4).